Manufacturer narrative:
Additional information: the non-medtronic guidewire was examined and flushed before use with no issues or kinks noted. There were no difficulties noted when loading the device onto the guidewire. It was later confirmed that the removal difficulty was only on removing the guidewire from the lumen of the nc euphoria device not from the lesion. No intervention was required to remove the nc euphoria device. The guidewire was used successfully with other devices prior to difficulties occurring. There were no malfunction noted with the launcher guide catheter used during the procedure. Correction: a radial approach was used. The non-medtronic device used for post-dilation was a 2.0x15mm balloon, and after post-dilation there was 50% residual stenosis. The lesion was post-dilated. Patient past medical history. Facility name, address, phone number. Product analysis: the device was returned for analysis. A non-medtronic guidewire returned alongside with the nc euphoria device. There was no deformation to the distal tip. An in-house 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. A 0.014 inch guidewire was frontloaded through the exchange joint and advanced distally through the distal tip with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. No damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the returned non-medtronic guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. The non-medtronic guidewire was frontloaded through the exchange joint and advanced distally through the distal tip with no resistance noted. Additional information annex d code. Correction: device return date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx balloon catheter to treat a severely calcified, moderately tortuous lesion with 90% stenosis in the right coronary artery (rca). The device was inspected, with no issues being noted. Negative prep was performed with no issues being noted. There was no resistance noted when delivering device. Excessive force was not applied during delivery. Using a non medtronic device the lesion was pre-dilated twice at 18 atm for 45 seconds. It was reported that the nc euphora rx device was difficult to remove after inflation. The wire and the nc euphora could not be separated even after they were removed from the patient. The nc euphora device had been inflated 9 times with a maximum of 28 atms pressure for 60 seconds. The nc euphora device was removed from the patient with a non medtronic guidewire. The device was replaced. There were no problems with deflation of the device, the balloon was completely deflated during removal from the patient. A launcher device was also used during the procedure. The patient is alive, with no injury.